Event description:
Received a report from a consumer, indicating she had been hospitalized, diagnosed and treated from 2006 through the next month. For toxic shock syndrome (tss). Consumer indicated she has fully recovered.

Manufacturer narrative:
We have requested and await more pt info, and the return of remaining product for evaluation, and date code info for investigation.